Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the device recorded a decrease in remaining longevity of sixty percent, since the previous follow-up. Data was sent for a technical services (ts) evaluation and longevity assessment. Ts confirmed the unit was exhibiting an accelerated rate of battery consumption and was at the elective replacement indicator with approximately two months of an acceptable replacement window. No resulting adverse patient effects were reported. Subsequently, the field confirmed the unit was explanted and in transit for laboratory analysis. Another device of same model type was implanted without reported complications.